Event description:
It was reported that battery keeps failing the test cycle. The battery was manufactured in march 2012.

Manufacturer narrative:
Zoll has not received the product for eval and this complaint is still under investigation.